Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, that an early sensor expiration occurred. The sensor was inserted at the abdomen on (B)(6) 2019. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.